Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels >500 mg/dl, weakness, headache and heart beating differently. A correction was administered using the pod but the bg levels did not decrease. At the hospital, blood tests, electrocardiogram (EKG) were performed, the patient was placed on an intravenous (IV) of magnesium, fluids and her heart was monitored.